Event description:
Complainant alleged that the device failed to power on in battery mode, and displayed an unknown fault message in ac power. Complainant did not indicate that there was any patient involvement in the reported malfunction.